Event description:
A customer reported a system message displayed during a photocoagulation procedure. The procedure was completed with another system. Patient involvement is unknown. It was noted that the customer stepped on the footswitch too quickly, which caused the system message. The footswitch should be stepped on slowly or the mode should be switched to repeat. Additional information has been requested.

Manufacturer narrative:
The company representative tested the system and found it to meet product specifications. The company representative explained to the customer that they need to step slowly on the laser footswitch while in single shot mode or switch to repeat mode. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown at this time. (B)(4).